Event description:
It was reported that during an atrial fibrillation (af) procedure a faradrive steerable sheath was selected for use. After aspirating and flushing the sheath, placing in the left atrium and during catheter exchanges, the physician observed small air bubbles in the sheath. Additional aspiration and flushing solved the issue. The procedure was completed with the same device. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Sheath leak testing was then by testing the integrity of the hemostatic valve and found the sheath was within specification for maintaining internal pressure and no leaks were observed. Additionally, the valve was observed under microscopy and no defects were found.

Event description:
It was reported that during an atrial fibrillation (af) procedure a faradrive steerable sheath was selected for use. After aspirating and flushing the sheath, placing in the left atrium and during catheter exchanges, the physician observed small air bubbles in the sheath. Additional aspiration and flushing solved the issue. The procedure was completed with the same device. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.